Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed two error codes associated to the stirrer motor during procedure. There was no report of patient injury.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The stirrer motor and the processor board were replaced to solve the problem. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H.10: the most likely root cause was a short circuit of the motor circuit board which consequently caused electrical damage on the processor board.

Event description:
See initial report.